Event description:
Boston scientific received info that this product was part of a sys revision due to pt infection. There were no add'l adverse effects reported.

Manufacturer narrative:
Review of mfg records was performed. Review and confirmation of mfg records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing sys. We are unable to determine exactly what caused the infection.